Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient had a reprogramming with no success. The patient underwent an explant procedure. The explanted ipg was discarded.